Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicates that this event was caused by a scar tissue formation. Reprogramming was the initial intervention done. But, recently, this lead was abandoned surgically due to high pacing thresholds. No additional adverse patient effects were reported.